Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6b: explanted date: device was not explanted. E3: occupation: lead technician. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the radiology tech and manager called to ask if there were any known problems with angio-seal vip. The procedure was an emergent stroke. Once the procedure was complete the angio-seal was deployed, and the patient was sent to recovery. During recovery it was discovered that the patient's foot turned colors and was not getting the blood flow as normal. The patient was taken into surgery for a surgical open intervention on the common femoral artery (cfa). It was observed that the device looked to be deployed in a dissection plane. The estimated blood loss was less than 250cc's. The reported event did result in injury. Additional information was received on 09oct2024: the case was an emergent nuero stroke case and the device looked to be deployed in a dissection plane per the tech in the room on the open procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion of the artery. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in a dissection plane resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).